Event description:
It was reported that (9) devices were used during an unknown procedure. It was reported by the affiliate that the (3) tct75 devices were tried during surgery and they would not fire at all. The instruments were reloaded (a total of 6 trt75 reloads) and they would not fire either. Another lot of instruments were used to complete the case. There was no consequence to the pt. The hosp discarded the devices.